Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous results for 2 patients tested for ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. For patient 1 the initial sodium result was 109 mmol/l and the initial chloride result was 133.7 mmol/l. The same sample was repeated on the same c501 with a sodium result of 137 mmol/l and a chloride result of 106.3 mmol/l. A new draw was performed on patient 1 and testing was performed on another analyzer with a sodium result of 138 mmol/l and a chloride result of 105 mmol/l. For patient 1 the initial results were reported outside of the laboratory. The repeat results were deemed to be correct. For patient 2 on (B)(6) 2017 the initial sodium result was 105 mmol/l and the initial chloride result was 128 mmol/l. The same sample was repeated on the same c501 with sodium result of 137 mmol/l and a chloride result of 98.4mmol/l. The same sample also had testing performed on a blood gas analyzer with a sodium result of 138 mmol/l and a chloride result of 98.3 mmol/l. For patient 2 the initial results were not reported outside of the laboratory. The repeat results were deemed to be correct. Patient 2 is a (B)(6) male. There were no adverse events. The lot numbers and expiration dates for the sodium and chloride electrodes were requested but not provided. The field engineering specialist (fes) found the ion selective electrode (ise) sipper probe was damaged. He replaced the ise sipper probe. He performed an ise check and precision testing which both were acceptable. Further investigation showed the issue was resolved to the fes visit. Trending was performed for similar events in the past 90 days and no abnormal trend was identified. No similar events occurred for this customer in previous the 12 months.